Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt was implanted with depuy products on the right hip. The pt was revised to address acetabular loosening.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not identify any related mfg deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard eval). Further analysis regarding the asr product family will be documented, as determined pertinent, in wwcapa (B)(4). Based on the inability to determine a root cause, the need for further corrective acton is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.